Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to remove the cartridge and deliver a 9-unit bolus, which completed successfully. They were unable to reload the original cartridge, but with assistance, they successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.